Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer number 5 continuously failed. A field service engineer noticed that the rails were broken and replaced the broken rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system boyer 8n cubie drawer failed to stay closed. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.